Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The reported problem could not be confirmed in the field logs and could not be replicated during failure analysis. The universal surgical manipulator (usm) was able to pass sine cycle, brake hold/release voltage, advanced brake and all friction tests on the patient side cart fixture test platform (pftp). The usm was also installed onto a system and functioned properly during backdrive and clutching. A visual inspection did not find any factors that could have contributed to the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found usm 1 to be stiff when moved by hand while clutched. The fse replaced usm 1 to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product to perform failure analysis; however, analysis is still in progress. A follow-up MDR will be submitted once the product has been evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the surgeon was having an issue manipulating universal surgical manipulator (usm) 1. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs, but found no errors. The surgeon stated that when they went to clutch the arm to straighten the arm out to make an adjustment, they were not able to manipulate the arm to a better position. The surgeon stated the issue was only with usm 1. The surgeon clutches with either the finger or pedal clutch, but they still could not manipulate the arm into position. They confirmed that neither the drape nor anything else was preventing the usm from moving. They stated this had been an ongoing issue with usm 1. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument installed on the reported system arm was a fenestrated bipolar forceps instrument. The customer will not be returning the instrument. The customer described the motion as an intermittent issue in which the instrument moved on its own in random directions. They finished the procedure robotically with the same instrument and intermittent issue. There was no harm to the patient.